Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements at implant. Testing via pacing system analyzer (psa) measured impedances greater than 2,000 ohms for the proximal electrodes though the tip electrode was noted to have an acceptable, in-range measurement - this was thought the likely result of electrodes not making good contact with the myocardium. The lead was then tested with the cardiac resynchronization therapy defibrillator (crt-d) and the tip electrode measured within normal limits once more with good pacing thresholds and the procedure was completed. At post-operative evaluation, pace impedances were measured greater than 3,000 ohms on all proximal electrodes with no capture observed though the tip electrode still exhibited in-range measurements and capture. It was noted that during the implant procedure the physician believed the lead was fully inserted though the terminal pin could not be clearly visualized beyond the connector block. An x-ray was provided to boston scientific technical services (ts) who noted that the lead did not appear fully inserted. As there was no evidence of phrenic nerve stimulation and capture thresholds were acceptable with the tip electrode, the physician chose not to revise the patient's system. No adverse patient effects were reported. This system remains in service.